Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was the reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl; cause was unknown. The customer consumed carbohydrates to address low bg. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg.

Manufacturer narrative:
Review of pump logs was performed by tandem quality engineer. There is no evidence that the pump experienced a malfunction or failure.